Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the 1st proximal stent strut row were lifted and pulled distally while stent struts from the mid-stent region were lifted and pulled proximally. The undamaged sten outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was lcoated in the right coronary artery. A 38x3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. No patient complciations were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 38 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. No patient complications were reported and the patient's status was stable.